Manufacturer narrative:
The qa lab received 2 bottles of reagent. One test strip from one bottle read an average of 392 mg/dl high, out of specification. The second bottle read only e11, which confirms moisture exposure. Performance was satisfactory using iqa retention reagent.

Event description:
The customer opened a new carton of test strips and found the cap open on the bottle. She also mentioned, that some of the strips were loose inside the carton. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.